Event description:
It was reported that when cutting down to the lead, the lead's outer insulation was "accidentally nicked." The lead was capped and replaced with a new lead. No known patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
For use by user facility/importer (devices only) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).